Event description:
It was reported that a home patient experienced a leak with a transfer set connection due to use error. This occurred during fill one of five of peritoneal dialysis therapy. It was reported that the home patient did not properly cap off the transfer set. The technical service representative advised the home patient to close the transfer set and put on a mini cap then end therapy. The home patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient did not properly disconnect the transfer set from therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.